Event description:
Patient had multiple infusions (propofol, remifentanil and phenylephrine) all properly loaded onto an alaris pump. On initiation of a low dose phenylephrine infusion, noted that the medication was in fact free flowing despite correct settings on pump, no pump alarm. Patient became hypertensive. Pump malfunction was caught immediately by resident in or, called attending in. Hypertension promptly treated, infusion was changed to new infusion set and new channel without issue.